Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that she experienced sweating and shaking on (B)(6) 2015. Patient was wearing dexcom equipment at the time of the event, and reports that she was not alerted of low blood glucose levels. Patient did not require medical intervention. No additional event or patient information is available.